Manufacturer narrative:
Investigation found the device has no malfunctions and works fine. (B)(4).

Event description:
Female pt died while she was on our n560. Device alarmed most likely, but the customer complains that it was maybe not long or loud enough. (The nurse had been suctioning another pt in the next room). The monitor alarmed on (B)(6) 2013, at 1:04 am. No cardiopulmonary resuscitation was carried out.